Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient expired due to multi-organ failure. The patient's post-operative course was complicated by continual gastrointestinal (gi) bleeds, right heart failure, infections, elevated liver function tests (lft)'s, respiratory failure requiring re-intubation, and arrhythmias. It was reported the patient expired in the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted post-mortem. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, multi-organ failure, gi bleeding and infections are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Corrected data : (event date).

Event description:
Approximately one month after hvad implantation this patient expired due to multi-organ failure. Her post-operative course was complicated by continual gi bleeds, right heart failure, infections, elevated lft's, respiratory failure requiring re-intubation and arrhythmias. No autopsy is planned; therefore, the device will not be returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Device remains implanted.